Manufacturer narrative:
Failure event observed during analysis final analysis found the root cause of the reported observation was due to the excess silicone adhesive that is preventing the lead to be fully inserted.

Event description:
It was reported that during a permanent implant, physician was unable to advance the lead into 9-16 port of the ipg. As a result a new ipg was used. Issue was resolved.